Event description:
A caller reported an issue with their continuous glucose monitor, specifically citing cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the pump reset process, successfully resolving the issue, and the customer was able to start their sensor session without further errors.